Event description:
It was reported that the patient experienced diaphragmatic stimulation and the lead exhibited capture anomalies. On (B)(6), a chest x-ray revealed that the left ventricular lead had dislodged. The lead was explanted and replaced without complications.

Manufacturer narrative:
.